Event description:
It was reported that this pacemaker system exhibited noisy signals for its right ventricular (rv) lead that were oversensed and stored as a ventricular tachycardia (vt) episode as a result. Technical services (ts) was consulted and discussed stored data as well as programming options, with further in clinic examination recommended. This pacemaker system remains in service. No adverse patient effects were reported.